Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309657 batch#: 3180007 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "contaminated with an unidentifiable substance inside of a 3cc syringe."

Manufacturer narrative:
One photo of a 3 ml ll syringe (p/n 309657) was received and evaluated. The photo partially shows one section of a loose syringe with an unknown transparent substance in the fluid path and what appears to be a loose dark-colored unknown matter. Unable to identify the foreign substance. Physical sample is required to further analyze and identify the foreign substance. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly process.

Event description:
No additional information.